Event description:
It was reported that balloon rupture occurred. The (B)(4)% stenosed target lesion was located in mildly tortuous and mildly calcified radial arteriovenous fistula. A 7.0 x 80, 75cm mustang balloon catheter was advanced for dilatation. However, during initial inflation at rated burst pressure for 5 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no patient complications nor injuries were reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR.: mustang 7.0 x 80, 75cm was received for analysis. The device was received advance through the customers 7fr sheath. As device is compatible with a minimum of 5fr sheath. A visual examination identified that the balloon was not folded which indicates that it was subjected to positive pressure. A complete balloon circumferential tear were identified located approximately 10mm distal of the proximal balloon bond. From the circumferential tear, the distal section of balloon material was also torn longitudinally for approximately 20mm. No other issues were noted with the balloon material. Visual examination observed no damage to the tip of the device. A visual and tactile examination found the shaft of the device to be severely kinked and stretched at more than one location between the proximal and distal balloon bonds. This type of damage is consistent with excessive force being applied to the device. Both markerbands were present on the shaft of the device. Both proximal and distal markerbands were loose and had moved on the shaft of the device most probably due the damage to the shaft.

Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in mildly tortuous and mildly calcified radial arteriovenous fistula. A 7.0 x 80, 75cm mustang balloon catheter was advanced for dilatation. However, during initial inflation at rated burst pressure for 5 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no patient complications nor injuries were reported and the patient was stable.